Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): additional information was received by masimo corp. On (B)(6) 2017 in the form of facility report uf/importer report # (B)(4). The description of the event is as follows: title: xxxxx event desc: when attempting to obtain patient's oxygen saturation during a rapid response, the pulse oximeter screen malfunctioned. It could not be determined if the number displayed on the screen was 89 or 99. The pulse oximeter was removed from service. What was the original intended procedure? To obtain oxygen saturation level. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Event description:
Additional information was received by masimo corp. On (B)(6) 2017 in the form of facility report uf/importer report # (B)(4). The description of the event is as follows: title: xxxxx event desc: when attempting to obtain patient's oxygen saturation during a rapid response, the pulse oximeter screen malfunctioned. It could not be determined if the number displayed on the screen was 89 or 99. The pulse oximeter was removed from service. What was the original intended procedure? To obtain oxygen saturation level. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using batteries; however, one instrument board led segment in component has failed, resulting in display segment being blank. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the display is missing line segments on the numeric display. No known impact or consequence to patient was reported.